Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. Drug loading details were not provided. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Company medical assessment: patient was treated with deb-tace. Later the same day, the patient developed abdominal pain and hypotension. CT scan revealed tumor rupture and intra-abdominal hemorrhage. Despite intensive support, the patient died. This case is medically reportable. This event is currently under investigation by the manufacturer and the conclusions of this investigation/any new information received will be communicated as a follow-up report.

Manufacturer narrative:
(B)(4). Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of epirubicin in combination with dc bead is considered off-label use. Additional information was received from the physician via the company distributor on march 30, 2015. It was reported that the patient did not have a history of hypertension. Concomitant diseases include hepatic cirrhosis, thrombosis and child-pugh classification: class b, 8 points. Pre-tace: t-bil 2.1, ast 113, alt 110, hgb 11.8, crp 0.51. No vascular lake before the tace was observed as of (B)(6) 2014. On (B)(6) 2014 between 13:30 and 15:30, tace was performed using one vial of dc bead (100-300 pm) loaded with 50 mg of epirubicin. Seven cc of the drug-eluting beads (diluted to 40 cc in a contrast medium) were injected from the main stem of left hepatic artery for embolization. The degree of the embolization was moderate (the degree in which 2 the embolization material disappears in 5 heartbeats). Tace was complete on (B)(6) 2014 at 16:20. Post-tace: t-bil 5.0, ast 11160, alt 3801, hgb 9.3, crp 3.7. A vascular lake was observed during tace on (B)(6) 2014 but the patient did not receive any treatments for the vascular lake. On (B)(6) 2014, at 17:05, initial symptoms of hepatic haemorrhage and abdominal pain were observed. CT scans revealed massive haemorrhage around the liver. It was reported that the ruptured hcc tumor size diameter was 53 mm and located immediately below the hepatic capsule and on the raised surface of the liver. The patient did not have any extrahepatic infiltration. The patient received blood transfusion for hcc rupture. It was reported that no autopsy was performed. The reporting physician stated that a CT scan revealed massive haemorrhage around the liver and this was considered an event.

Event description:
The patient's abdominal pain persisted. At 22:00, CT scan was performed and the scan revealed tumor rupture of the left lobe of liver, intraperitoneal haemorrhage and hepatic haemorrhage. The patient received unspecified analgesics, vasopressors, intravenous fluids and blood transfusion. On (B)(6) 2014, at 19:38, the patient was confirmed dead despite the continuation of analgesics, vasopressors, IV fluids and blood transfusion. The reporting physician stated that the hepatic haemorrhage was possibly related to dc bead and that tumor rupture occurred after deb tace for hcc, resulted in intraperitoneal haemorrhage, leading to the death. The causal relationship of the events to dc bead was considered as possibly related.

Manufacturer narrative:
This is a final follow up report confirming the manufacturer analysis and investigation outcome. MFR analysis: the device was not returned to the company for evaluation and no lot or visual inspection of a retain sample review could be performed because no lot number was provided. The company reporting and medical assessments concluded that the complaint was considered to be serious and medically reportable. The potential contributory factors were investigated and assessed as part of this complaint. No single root cause could be identified; however, two potential root causes were established. Firstly, the patient's tumor characteristics (tumor below liver capsule, exophitic) could have contributed to the event also the embolization endpoint was reported as partial embolization however the tace procedure could have contributed to the event. No change to the established benefit: risk profile for the product has been identified in the investigation of this complaint and no capas or field safety corrective actions initiated. Additional information was received from the physician via the company distributor on march 30, 2015. It was reported that the patient did not have a history of hypertension. Concomitant diseases include hepatic cirrhosis, thrombosis and child-pugh classification: class b, 8 points. Pre-tace: t-bil 2.1, ast 113, alt 110, hgb 11.8, crp 0.51. No vascular lake before the tace was observed as of (B)(6) 2014.

Event description:
This initial report was received from a user facility via the company distributor on (B)(6) 2015. This case concerns a (B)(6) male patient that experienced tumor rupture of the left lobe of liver and intraperitoneal haemorrhage. The patient's past medical history included (B)(6). Concomitant drugs were reported as none. The patient concomitant diseases were reported as unknown. On (B)(6) 2014, between 13:30 and 15:30, the patient underwent deb tace with 0.4 ml of dc bead. Drug loading details were not provided. On the same day at 18:00, the patient's abdominal pain aggravated, at 19:00, the patient's blood pressure decreased for which the patient received vasopressors and blood transfusion. The patient's abdominal pain persisted. At 22:00, CT scan was performed and the scan revealed tumor rupture of the left lobe of liver, intraperitoneal haemorrhage and hepatic haemorrhage. The patient received unspecified analgesics, vasopressors, intravenous fluids and blood transfusion. On (B)(6) 2014, at 19:38, the patient was confirmed dead despite the continuation of analgesics, vasopressors, IV fluids and blood transfusion. The reporting physician stated that the hepatic haemorrhage was possibly related to dc bead and that tumor rupture occurred after deb tace for hcc, resulted in intraperitoneal haemorrhage, leading to the death. The causal relationship of the events to dc bead was considered as possibly related. The reporter also stated that causality assessment between dc bead and death could not be assessed as the required information was available at the time of this report.